Manufacturer narrative:
Sent 01/21/1999. H4: info not available, device not returned for analysis.

Event description:
It was reported by the rep the device was used during an unknown procedure. It was reported the 512sd trocar would not stay armed during insertion. A new 512sd was opened to complete the case. There was no consequence to the patient.